Event description:
It was reported that during use with bd vacutainer® push button blood collection set a hole was discovered in the tubing and blood leakage occurred. Any possible patient impact has not been obtained. The following information was provided by the initial reporter: customer is reporting that there was a hole in the tubing of item 367342, lot# 5000011638. Blood started to come out of the tubing after blood draw.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.